Manufacturer narrative:
Follow-up efforts were made to ascertain the exact failure mode, confirm lot number and also collect incident sample and/or unused samples from identified lot. Only the lot number was provided, sale rep. Went to customer site for samples but neither the incident device or any unused samples were available. A complaint history check was performed and this is the first complaint reported against this lot. Retain samples were tested and the results are under the evaluation summary. Regulatory compliance will continue to monitor this reported condition. A device history review was performed for lot # r5d4 2c2 and no issues were found. (B)(4). The lancet needle is made of austenitic steel which is used for surgical equipment. Unable to confirm and quality related issues with the identified lot.

Event description:
The customer reported that upon activation of the device, the needle did not retract but remained in the patient's finger. Follow-up was done and the additional information indicated that the "phlebotomist had to pull the lancet out of the patient's finger" and that the "whole device is still intact".